Event description:
It was reported via medwatch a nurse attempted to place a peripherally inserted central catheter line in the patient's left upper extremity. When trying to advance the peripherally inserted central catheter to the superior vena cava, the peripherally inserted central catheter coiled. The nurse was not able to retract the peripherally inserted central catheter line. An x-ray of the left upper extremity showed the peripherally inserted central catheter line was knotted. The patient was taken to the operation room for peripherally inserted central catheter line removal. Lot#: rehu189b.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.